Event description:
It was reported that the patient experienced a loss of therapeutic effect and could not feel stimulation unless the amplitude was increased higher than normal. The patient did have good therapeutic response for 1.5 to 2 years after being implanted. Impedance measurements greater than 4,000 ohms were measured on all bipolar pairs with electrode 3. It was unknown if electrode 3 had been used in previous programming. A revision was performed and the lead was replaced. The cause of the event was unknown. The issue was resolved and the patient was doing fine.

Manufacturer narrative:
Product ID 3093-28 lot# v203110 implanted: (B)(6) 2009 explanted: (B)(6) 2012; product typ lead; product ID 3037 serial#(B)(4); product typ programmer. (B)(4).